Manufacturer narrative:
Other than initially assumed it was found during the course of the investigation that it is not possible to exclude a serious injury in case of recurrence. The investigation was based on provided information, photos and parts that were sent back for investigation. The root cause of the reported event was a combination of rough user (movement against end stop) handling with previous improper installation measures during 3rd party monitor fitting. This caused the retaining ring to loose and the screw to be deformed. After loosening of retaining ring and corresponding gap formation, the extension arm has still jammed on the flange tube due to the ratio of arm length and lever forces, thus preventing the extension arm from further sagging. IFU issues a cautionary note stating that the arm system must not be forcibly pulled over the end stops when positioning the surgical lights. If the arm system is correctly installed, all load limitations (spring arm, display support) are observed and the system is handled properly according to the associated use instructions, the deformation/shearing of the three fixing screws and thus the loosening of the retaining ring can be assessed as unlikely.

Event description:
It was reported that: the pendant was falling down. Arm had dropped 35mm down from its fixed position onto axis. The retaining collar at the bottom of the axis had fallen off. All 3 securing screws failed. 2 screws had fallen out and the treads of the screws were badly damaged in my opinion by excessive load force. 1 screw had sheered off. No patient involvement was reported, no injury was reported.